Manufacturer narrative:
The report of a low speed event was confirmed based on the review of the submitted log file conducted by a representative of the manufacturer¿s technical services team. It was reported that the patient underwent a pump exchange and the evaluation of the returned device confirmed the presence of thrombus. The device was returned assembled with the driveline cut approximately 4 inches from the pump housing and the severed portion of the driveline was returned in two pieces. Upon disassembly of the device, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup and ball. The rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. Areas of the two rings were similar in color and structure, which suggests that the rings were likely a single formation prior to the disassembly of the pump. Examination of the blood tube/rotor outlet section revealed a large non-laminated deposition situated on the outlet bearing cup and outlet bearing ball. The lack of laminated layering suggests that the deposition did not form in this location. Although its origins and duration of time for which it was present in the pump cannot be conclusively determined, areas of the deposition had evidence of denaturation, and the circumferential contact marks on the outlet bearing cup and outlet cone section, indicate that the deposition was likely present in the blood tube/rotor outlet section and outlet stator while the pump was operating. The thrombus formations found in the pump could have contributed to the report of elevated lactate dehydrogenase level. The formations could have also created additional resistance on the spinning rotor, potentially contributing to the report of elevated pump power values and the observed low speed event. Correlations between the observed thrombus and the patient¿s low inr could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received via cdrh. The user facility number was not provided. The maude identifier is mw5058731. No further information was provided. The manufacturer has closed the file on this event.

Event description:
Information from sus voluntary event report mw5063427: patient notified on-call vad coordinator of dark, coke colored urine on (B)(6)2016, asymptomatic prior. Pt admitted to hospital on (B)(6)2016 for eval. Vad interrogation showed elevated power usage and pulsatility index. Pt placed on heparin infusion. Lvad replaced on (B)(6)2016. Clinicians believe that these events related to thrombus within the lvad. Concomitant medical products: exymetazoline 1.05% nasal spay 1 spray(s) 3 times a day as needed. Sodium chloride 1.65% nasal spray 1 spray(s) 4/day, spironolactone 25mg oral tab 1 tab once a day, aspirin enteric coated 81mg oral delayed release -, tab 1 tab once a day, warfarin 4mg oral tab 1 tab mcg oral tab 1 tab/day, docusate-senna 1 tab orally once a day, ergocalciferil 50,000 intl units (1.25mg) oral -, cap(s) orally every week on friday, ranitidines 150mg oral tab 1 tab 2/day.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 81 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2016 due to elevated lactate dehydrogenase (ldh) levels and hemolysis symptoms. The patient has a history of epistaxis and a slightly lower inr goal. The pump power levels were reported to be approximately 7.2 watts, approximately 2 watts greater than normal pump power consumption for the patient. The event history log was reviewed by the implanting center and revealed a low speed operation event occurring 3-5 days prior. The patient was placed on IV heparin and on (B)(6) 2016, their inr was 1.3. On (B)(6) 2016, the patient underwent a pump exchange. No further information was provided.